Event description:
Mini trek dilation catheter (balloon) was prepped to be inserted into patient. The shaft wo which the balloon was on was bent, resulting in the shaft breaking. Balloon was removed without inflation.